Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part number: 310.507, lot number: f-15575, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 25. Feb. 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the tip of the drill bit is broken off as complained. Approx. 26 mm of the distal cutting tip section is broken off and was not returned for investigation. Dimensional inspection: the shaft diameter complies with the specifications. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: the review of the manufacturing documents has shown that the correct material was used, and that the hardness was within the specification. Summary: the complaint condition is confirmed as the tip of the drill bit is broken.the part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria. A definitive root cause for the drill bit breakage could not be determined based on the provided information. The deformation of the remaining cutting tip suggests that off axis force has been applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an operation of open reduction and internal fixation for fracture dislocation of left elbow, the drill bit was found broken after drilling. It broken about 3 cm distal tip and missing. It was unknown if the procedure completed successfully. The patient outcome was unknown. Concomitant device reported: unknown drill guide (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This report is for (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This is report 1 of 1 (B)(4).